Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's parent that the customer got hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 37 mg/dl at the time of the incident. The customer was at 140 mg/dl at the time of the call. The customer was given water and dextrose to treat. The customer experienced symptoms such as a seizure, inability to speak, eat, or walk, and being unresponsive. The customer was wearing the insulin pump during the incident. The caller reported that the pump was over delivering. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.